Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Type ia endoleak and death due to intestinal ischemia (not due to device defect): on (B)(6) 2024, the treo was used for an abdominal aortic aneurysm to prevent rupture of the aneurysm. After pre-measurement and final discussion, the procedure was performed. The physician attempted to advance an 18 fr dryseal sheath (gore) to deliver the treo main stent-graft from the left femoral artery, but the dryseal sheath did not advance any further. Although a dummy sheath was attempted to be inserted and a pta balloon catheter was used to widen the artery, the dryseal sheath did not advance due to severe calcification. The insertion was therefore changed from the left femoral artery to the right femoral artery. The 18 dryseal was used for insertion from the left femoral artery, while a 14 fr dryseal was used for insertion from the right femoral artery. With the change from left to right, the 14 fr dryseal was able to advance. However, something like a type 1a endoleak was noted due to the stent-graft not placed vertically. Two treo leg stent-grafts were implanted as well. On (B)(6), an endurant cuff (diam. 28 mm - 49 mm, medtronic) was therefore implanted to treat the type 1a endoleak. As the amount of endoleak was reduced, the procedure was completed with endoleak remaining. On (B)(6) 2024, as dissection of a blood vessel in the right leg was noted after the procedure, amputation and anastomosis were performed. In addition, as a thrombus had developed, thrombus aspiration was performed. On (B)(6), three weeks after the procedure (exact date unknown), the superior mesenteric artery (sma) was occluded, and the patient died of ruptured intestine due to ischemic enteritis. It is unknown whether an autopsy was performed. Treatment for the sma is unknown. Although obstruction may have been found revealed after death, the details are unknown. Other information: due to the type ia endoleak and the dissection of a blood vessel in the right leg, the patient continued to be hospitalized after the device implantation. Physician's view: the dissection of a blood vessel in the right leg is considered to be due to the delivery of the device. Three treo stent-grafts were implanted, and it is highly likely that the blood vessel was damaged when the largest main bifurcated stent-graft was implanted. The physician had been informed and aware of risks due to the calcification of the access artery and the curvature of the site where the stent-graft was implanted. Physician's comment about causality: the patent is considered to have died as a result of evar. The physician believes that a thrombus may have been traveled to the sma when the devices were being removed and reinserted. Physician's comment: the sma was occluded sometime after evar was performed. The physician believes that a thrombus may have been traveled to the sma when the devices rubbed against the artery. Operation type: evar. Blood loss: unknown. Ancillary devices used: endurant aortic extension (28 mm - 49 mm, medtronic). No image available due to hospital policy. Pre-case plan available (see the attached schema). Additional information will be obtained. (Tc# (B)(4))". Patient outcome: "the patient died of ruptured intestine due to ischemic enteritis.".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Type ia endoleak and death due to intestinal ischemia (not due to device defect): on (B)(6) 2024, the treo was used for an abdominal aortic aneurysm to prevent rupture of the aneurysm. After pre-measurement and final discussion, the procedure was performed. The physician attempted to advance an 18 fr dryseal sheath (gore) to deliver the treo main stent-graft from the left femoral artery, but the dryseal sheath did not advance any further. Although a dummy sheath was attempted to be inserted and a pta balloon catheter was used to widen the artery, the dryseal sheath did not advance due to severe calcification. The insertion was therefore changed from the left femoral artery to the right femoral artery. The 18 dryseal was used for insertion from the left femoral artery, while a 14 fr dryseal was used for insertion from the right femoral artery. With the change from left to right, the 14 fr dryseal was able to advance. However, something like a type 1a endoleak was noted due to the stent-graft not placed vertically. Two treo leg stent-grafts were implanted as well. On (B)(6) 2024 an endurant cuff (diam. 28 mm - 49 mm, medtronic) was therefore implanted to treat the type 1a endoleak. As the amount of endoleak was reduced, the procedure was completed with endoleak remaining. On (B)(6) 2024 as dissection of a blood vessel in the right leg was noted after the procedure, amputation and anastomosis were performed. In addition, as a thrombus had developed, thrombus aspiration was performed. On (B)(6) 2024 three weeks after the procedure (exact date unknown), the superior mesenteric artery (sma) was occluded, and the patient died of ruptured intestine due to ischemic enteritis. It is unknown whether an autopsy was performed. Treatment for the sma is unknown. Although obstruction may have been found revealed after death, the details are unknown. Other information: due to the type ia endoleak and the dissection of a blood vessel in the right leg, the patient continued to be hospitalized after the device implantation. Physician's view: the dissection of a blood vessel in the right leg is considered to be due to the delivery of the device. Three treo stent-grafts were implanted, and it is highly likely that the blood vessel was damaged when the largest main bifurcated stent-graft was implanted. The physician had been informed and aware of risks due to the calcification of the access artery and the curvature of the site where the stent-graft was implanted. Physician's comment about causality: the patent is considered to have died as a result of evar. The physician believes that a thrombus may have been traveled to the sma when the devices were being removed and reinserted. Physician's comment: the sma was occluded sometime after evar was performed. The physician believes that a thrombus may have been traveled to the sma when the devices rubbed against the artery. Operation type: evar. Blood loss: unknown. Ancillary devices used: endurant aortic extension (28 mm - 49 mm, medtronic). No image available due to hospital policy. Pre-case plan available. Additional information will be obtained (B)(4). Patient outcome - "the patient died of ruptured intestine due to ischemic enteritis."